Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up about 10 weeks post-implant, this right ventricular (rv) lead and the right atrial (ra) lead exhibited loss of capture. X-rays were performed and showed the leads were dislodged. A lead revision was performed and the ra lead was successfully repositioned. However, the helix mechanism on this rv lead was not working properly and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Setscrew marks were noted in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture that was observed clinically. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that during a routine follow up about 10 weeks post-implant, this right ventricular (rv) lead and the right atrial (ra) lead exhibited loss of capture. X-rays were performed and showed the leads were dislodged. A lead revision was performed and the ra lead was successfully repositioned. However, the helix mechanism on this rv lead was not working properly and the lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.